Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72," "paceer fault 116," and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.